Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas was not receiving cgm data because the user entered an incorrect dexcom g7 sensor code, resulting in signal loss to the ilet until the correct code was entered and pairing was completed. Symptoms included elevated glucose that prompted the user to remove the ilet and administer subcutaneous insulin by pen. Outcomes included resumption of cgm connectivity and ilet function with glucose trending down after correction. Investigation included review of device use and verification of the cgm pairing details via customer support troubleshooting. Investigation of this case revealed user error in data entry of the cgm sensor code, which prevented proper cgm¿ilet communication; no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect cgm sensor code entry.